Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial/lot #: (B)(4), ubd: 22-apr-2020, UDI#:(B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a motor vehicle accident and lost therapeutic effect. As a result, the patient had a surgical procedure where the ins and lead were explanted. It was unknown if any diagnostics or troubleshooting were preformed. It was unknown if the issue was resolved at the time of report. There were no further complications reported or anticipated.